Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) have not been recovered from the field. The evaluation included review of downloaded software flag files. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. There is no indication of a product malfunction contributing to the defibrillation event or patient's passing. Manufacture dates: monitor 6/22/2015. Electrode belt 10/31/2017.

Event description:
On 11/6/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form and a passing acknowledgement 3 could not be located. The internal audit indicates that the MDR report number was created on 4/11/2019. A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. Per review of the event, the patient's rhythm transitioned from sinus bradycardia to asystole at 18:54:27 on (B)(6) 2019. The lifevest delivered four inappropriate treatment shocks between 20:39:35 and 20:40:57 while the patient was in asystole. Oversensing of the low-amplitude cardiac signal contributed to the false detection. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm. The response buttons were not pressed during the event. The patient's device was removed, and the patient subsequently passed away on (B)(6) 2019.